Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, vomiting, and swelling. The cause of the events was unknown. The patient was hospitalized and treated with unspecified medications. Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.